Manufacturer narrative:
H6: investigation summary it was reported there is extra plastic on the luer of the syringe. To aid in the investigation, two photos were provided for evaluation by our quality team. The photos show a syringe barrel with flash at the luer tip. No other defects or imperfections were observed. It could be possible the flash shown in the photos is an imperfection as there is a specification that allows a max of flash. A device history record review was completed for provided material number 301035, lot number 2040680. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed, and without the physical sample analysis we are not able to confirm whether the flash is within specification.

Event description:
It was reported that the bd¿ luer-lok syringe experienced excess plastic at the luer-lok hub. The following information was provided by the initial reporter, translated from german to english: excess plastic at the luer-lok hub

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ luer-lok syringe experienced excess plastic at the luer-lok hub. The following information was provided by the initial reporter, translated from german to english: excess plastic at the luer-lok hub.